Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to implant, foreign material was noted inside the leads helix when the helix was extended. The lead was not used.

Manufacturer narrative:
Final analysis found foreign material on the helix of the lead, confirming what was observed in the field. Analysis of the material suggests that it was medical adhesive.